Manufacturer narrative:
Device not returned; f/u with company rep.

Event description:
It was reported that a pt underwent a kyphoplasty procedure at levels l4 and l5. Reportedly, the procedure was 40 minutes without any complications and the pt "was fine during recovery". Pre-operatively, the pt was adjusted on the table to "satisfy his oxygen status and blood pressure." The case "appeared to go well and the pt was repositioned on his bed and taken to recovery. At 8:00 pm, the pt was "feeling good and appeared well." At 6:58 am, the pt experienced a cardiac arrest and expired. No additional information was reported.